Event description:
On (B)(6) 2013, it was reported that the vns patient passed away. The date of the vns patient's death was reported to have occurred on (B)(6) 2010. However, the cause of death is still unknown. A sudep evaluation was reviewed and this death information has been reviewed. The available information has been determined to be possible sudep. Good faith attempts for further information from the physician have been made, but no additional information has been received.

Event description:
Good faith attempts were performed; however, no additional information was received.

Manufacturer narrative:
Analysis of programming history.

Event description:
Cause of death information obtained from the national death index was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was neurofibromatosis (non malignant), and other and unspecified convulsions. Underlying cause of death was neurocutaneous syndromes. There is no allegation or other information indicating that the death is related to vns.